Event description:
Philips received a complaint on the patient information center ix indicating that the value of the speaker part of the device has been lost. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the patient information center ix, indicating that the value of the speaker part has been lost. The device was not in use on a patient at the time of event, there was no adverse event reported. A field service engineer went onsite and confirmed that no speaker was connected to the device; the speaker was missing. The customer indicated that the speaker had been lost. The customer was provided a quote for a new speaker. Based on the information available and the testing conducted, the cause of the reported problem was a missing speaker. The reported problem was confirmed; however, no product malfunction was identified. The customer was provided a part ID and quote to order a replacement speaker device to resolve the issue. As of 26 feb 2025, the customer has not provided a response and the quote has expired. It has been concluded that no further action is required at this time.